Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.5/2.0/084 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was reposition and was not resolved. On (B)(6) 2022, the lens was exchanged for a spherical model, same size lens due to lens rotation not associated to low vault. The problem was resolved. Cause of the event is unknown. Reportedly, "on (B)(6), the patient implanted ticl crystal in his left eye. After the operation, it was found that the crystal was rotated 36 degrees anticlockwise. After the face-to-face consultation of the operative doctor, the patient decided to perform ticl crystal adjustment. After face-to-face review, it was found that the crystal was rotated again. After the face-to-face consultation, the operating doctor communicated with the patient and finally decided to replace the icl crystal. Astigmatism was corrected by laser surgery."

Manufacturer narrative:
No similar complaints within associated lots were found. (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).